Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke upon removal and the tampon remained inside her body. The consumer was unwilling to disclose how the tampon was removed, however, there was no mention of medical assistance being necessary. Attempts to obtain additional information were unsuccessful.